Event description:
Edwards received information that a bioprosthetic valve was explanted. The reason for explant ans implant duration have not been provided.

Manufacturer narrative:
The only information provided is that an edwards bioprosthetic valve was explanted. The reason for explant and implant duration have not yet been provided to edwards. The root cause of this event cannot be evaluated or identified at this time. Edwards will continue to review and monitor all events.